Event description:
The customer observed high absorbance values for calibration of the clinical chemistry alkaline phosphatase assay since the first use of reagent lot 08145un11 on (B)(6) 2011. The customer stated quality controls were unaffected and no calibration failures or patient exceptions were observed. The customer did observe block spots inside the alkaline phosphatase reagent cartridges and performed microscopy. The customer determined the reagent's dark color was the result of fungal elements present in the reagent and requested replacement reagents. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient. Contamination during use. The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.